Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set up, the line off the y connector was over the third barb and bonded. The product was not changed out, there was no blood loss, and surgery was completed successfully. There was no delay in surgical procedure.

Manufacturer narrative:
Terumo evaluated samples from the same lot described in the event reported, and tubing was found to be over the first barb and un-bonded; therefore, the complaint was not confirmed. The pack has been revised to remove the line in the event reported. The complaint was included in associate awareness training. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending, and follow up. (B)(4).